Event description:
It was reported that during a cardiac ablation procedure, the balloon catheter inflated successfully two times, and the left superior vein was ablated successfully. After these initial inflations and ablation, the balloon did not inflate again and a system notice was received indicating that the safety system detected a compromised outer vacuum. A further system notice was received indicatingthat the system detected a refrigerant leak during balloon inflation. The procedure was aborted after transseptal device usage. The patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Two images were returned and analyzed and showed systems notices on the console screen. The first image showed a 50032 system notice (the safety system detected a compromised outer vacuum). The second image showed a 12222 system notice (the system detected a refrigerant leak during balloon inflation). In conclusion, the reported clinical issue cannot be assessed through data analysis. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.